Event description:
Inability to walk/difficulty walking [unable to walk], tightness [joint tightness], significant pain/increased pain [aching (l) knee] ([condition aggravated]), swelling/still pretty swollen/increased swelling [swelling of l knee] ([condition aggravated]). Case narrative: this case was linked to cases (B)(4) (cluster) and (B)(4) (multiple devices for same patient). Initial information received on 05-sep-2019 regarding an unsolicited valid serious case received from a physician via phone from united states. This case involves a 57 years old female patient (91.17 kgs and 158.4 cm) who after unknown latency experienced significant pain/increased pain, swelling/still pretty swollen/increased swelling and inability to walk/difficulty walking (latency: unknown) and tightness (latency: unknown) while she was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient had no medical history, ongoing illnesses. Patient had previously received synvisc in 2018. On (B)(6) 2019, the patient started using intra-articular hylan g-f 20, sodium hyaluronate, at a dose of 2 ml, once (lot - 8rsp015c, 30-jun-2021) in left knee for osteoarthritis. On an unknown date in 2019, after unknown latency, patient experienced significant pain and swelling in left knee and had inability to walk/difficulty walking (intervention required) and tightness. Reportedly this happened over the last week ((B)(6) 2019) and this had never happened before. Pain, tightness and swelling were considered serious with intervention required as seriousness criteria. Patient was due to have her second injection on (B)(6) 2019 with a different lot number. Patient was given a triamcinolone acetonide (kenalog) injection on the same day instead because she was still pretty swollen. The patient had received a cortisone injection in knees but with no relief. Patient did not receive second hylan g-f 20, sodium hyaluronate injection because of pain and swelling. It was reported that the physician had two other patients who received treatment with the same lot number and experienced the same reactions which was usual for them. The patient was under the process of getting a knee replacement in right knee and left knee replacement would be in the future. Action taken: drug withdrawn for all events. Corrective treatment: triamcinolone acetonide (kenalog) injection for significant pain/increased pain, swelling/still pretty swollen/ increased swelling; cortisone for all events. Outcome: unknown for tightness; not recovered for rest of the events. A product technical complaint was initiated on 24-sep-2019 for synvisc (lot number 8rsp015c) with global ptc number (B)(4). The production and quality control documentation for lot # 8rsp015 expiration date (2021-06) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsp015 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 24-sep-19 there are 9 complaints on file for lot# 8rsp015 and all related sub-lots. 9 complaints are on file for lot# 8rsp015c: 1 complaint on file for luer lok defect. 8 complaints on file for adverse event report. Sanofi would continue to monitor complaints to determine if a CAPA was required. The final investigation was completed on 24-sep-2019. Additional information was received on 24-sep-2019 from other healthcare professional. Ptc results received and processed. Global ptc number was added. Additional information received on 19-nov-2019 from medical assistant. Patients weight and height added. Medical history details updated. Event of tightness added. Event verbatim updated from inability to walk to inability to walk/difficulty walking, seriousness criterion added and outcome updated to not recovered. Corrective treatment of cortisone added. Clinical course updated. Text amended accordingly.

Event description:
Significant pain/increased pain [aching (l) knee] ([condition aggravated]), swelling/still pretty swollen/increased swelling [swelling of l knee] ([condition aggravated]), inability to walk [unable to walk] . Case narrative: this case is linked to cases (B)(4) (cluster) and (B)(4) (multiple devices for same patient). Initial information received on 05-sep-2019 regarding an unsolicited valid serious case received from a physician via phone from united states. This case involves a 57 years old female patient who after unknown latency experienced significant pain/increased pain, swelling/still pretty swollen/ increased swelling and inability to walk (latency: unknown), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc) in right the patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had previously received synvisc in 2018. On (B)(6) 2019, the patient started using intra-articular hylan g-f 20, sodium hyaluronate, at a dose of 2 ml, once (lot - 8rsp015c, 30-jun-2021) in left knee for osteoarthritis. On an unknown date in 2019, after unknown latency, patient experienced significant pain and swelling in left knee and had inability to walk. Reportedly this happened over the last week ((B)(6) 2019) and this had never happened before. Pain and swelling were considered serious with intervention required as seriousness criteria. Patient was due to have her second injection on (B)(6) 2019 with a different lot number. Patient was given a triamcinolone acetonide (kenalog) injection on the same day instead because she was still pretty swollen. Patient did not receive second hylan g-f 20, sodium hyaluronate injection because of pain and swelling. It was reported that the physician had two other patients who received treatment with the same lot number and experienced the same reactions which was usual for them. Final diagnosis was significant pain/increased pain, swelling/still pretty swollen/ increased swelling and inability to walk. Action taken: drug withdrawn for all events. Corrective treatment: triamcinolone acetonide (kenalog) injection for significant pain/increased pain, swelling/still pretty swollen/ increased swelling and not reported for inability to walk. Outcome: unknown for inability to walk; not recovered for significant pain/increased pain, swelling/still pretty swollen/ increased swelling. A product technical complaint was initiated on 24-sep-2019 for synvisc (lot number 8rsp015c) with global ptc number (B)(4). The production and quality control documentation for lot # 8rsp015 expiration date (2021-06) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsp015 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 24-sep-19 there are 9 complaints on file for lot# 8rsp015 and all related sub-lots. 9 complaints are on file for lot# 8rsp015c: 1 complaint on file for luer lok defect. 8 complaints on file for adverse event report. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA was required. The final investigation was completed on 24-sep-2019. Additional information was received on 24-sep-2019 from gemg. Ptc results received and processed. Global ptc number was added.

Event description:
Significant pain/increased pain [aching (l) knee] ([condition aggravated]). Swelling/still pretty swollen/increased swelling [swelling of l knee] ([condition aggravated]). Inability to walk [unable to walk]. Case narrative: this case is linked to cases (B)(4) (multiple devices for same patient). Initial information received on 05-sep-2019 regarding an unsolicited valid serious case received from a physician via phone from united states. This case involves a (B)(6) female patient who after unknown latency experienced significant pain/increased pain, swelling/still pretty swollen/ increased swelling and inability to walk, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc) in right. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had previously received synvisc in 2018. On (B)(6) 2019, the patient started using intra-articular hylan g-f 20, sodium hyaluronate, at a dose of 2 ml, once (lot - 8rsp015c, 30-jun-2021) in left knee for osteoarthritis. On an unknown date in 2019, after unknown latency, patient experienced significant pain and swelling in left knee and had inability to walk. Reportedly this happened over the last week ((B)(6) 2019) and this had never happened before. Pain and swelling were considered serious with intervention required as seriousness criteria. Patient was due to have her second injection on (B)(6) 2019 with a different lot number. Patient was given a triamcinolone acetonide (kenalog) injection on the same day instead because she was still pretty swollen. Patient did not receive second hylan g-f 20, sodium hyaluronate injection because of pain and swelling. It was reported that the physician had two other patients who received treatment with the same lot number and experienced the same reactions which was usual for them. Final diagnosis was significant pain/increased pain, swelling/still pretty swollen/ increased swelling and inability to walk. Action taken: drug withdrawn for all events. Corrective treatment: triamcinolone acetonide (kenalog) injection for significant pain/increased pain, swelling/still pretty swollen/ increased swelling and not reported for inability to walk. Outcome: unknown for inability to walk; not recovered for significant pain/increased pain, swelling/still pretty swollen/ increased swelling.